Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (as high as 303 mg/dl) and a bolus via the pump was delivered to address the bg. The customer did not know the cause of the high bg. The customer declined tandem customer technical support's (cts) offer to troubleshoot and stated that the infusion set site was to be changed. The customer declined cts's offer to follow-up.